Event description:
It was reported that two weeks post implant, the impedances were out of range. The pocket was opened and the setscrew was tightened down. Impedance measurements were all normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.